Manufacturer narrative:
A follow up too place and the lead safety switch appeared on initial interrogation. The presenting rhythm showed undersensing of intrinsic ventricular events and r waves were not recorded in bipolar or unipolar configuration. The daily impedances were out of range and the pacing thresholds were in retry since (B)(4) 2013, which resulted in loss of capture. No asystole was reported as the patient had intrinsic conduction. The device was reprogrammed and the patient was sent in for an x-ray and implant of a new right ventricular lead.

Event description:
-

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up took place and the lead safety switch appeared on initial interrogation. The presenting rhythm showed undersensing of intrinsic ventricular events and r waves were not recorded in bipolar or unipolar configuration. The daily impedances were out of range and the pacing thresholds were in retry since (B)(6) 2013, which resulted in loss of capture. No asystole was reported as the patient had intrinsic conduction. The device was reprogrammed and the patient was sent in for an x-ray and implant of a new right ventricular lead. Additional information received noted that this patient underwent a replacement procedure and this lead was replaced, the lead will not be returned.

Event description:
Boston scientific received information that during a follow up the lead safety switch message appeared during interrogation of the device. Daily pacing impedances measurements appeared stable until there was an out of range pacing impedances measurement recorded. In addition some ventricular tachycardia episodes were recorded in the arrhythmia logbook but were confirmed to be non physiological noise. The lead safety switch was reset and the right ventricular pacing impedance were re measured. The pacing impedances appeared normal. The hospital technician suggested closer follow up to determine if a possible lead issue is present. At this time the right ventricular lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.